Event description:
It was reported that during a one level balloon kyphoplasty procedure, one of the balloons would not advance through the cannula. After two attempts to suction all the air out of the balloon, the ibt (inflatable bone tamp) failed to advance through the working cannula. Another balloon was used to complete the case successfully. No patient complications were reported.

Manufacturer narrative:
(B)(4). Hospital.

Manufacturer narrative:
Product analysis observations: during functional analysis, the balloon was inflated with water and indicate that no leakage has occurred. Insertion is not more possible, due to the fact that the balloon has not more the beaked shape. It seems to have been inflated at least one time. Visual analysis was done and it appears that the ibt is meeting the specification. Proximal bonding is not too thick. A review of the in-line measurement of balloon wall thickness has been reviewed and all measurements are within specification. Other control have been performed and it indicates that the ibt meets all specification. Conclusion: based on the information provided, functional and visual analysis, the most probable root cause cannot be defined. A manufacturing issue cannot be proved or disproved. Please note that the cannula was not returned, no information have been performed according to the presence or absence of silicone on the balloon before insertion and the ibt is meeting all the specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.